Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation concomitant products: 475cc mentor smooth round moderate profile saline, catalog: 3501680, lot: 6550732, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent primary breast augmentation with two 475cc mentor smooth round moderate profile saline breast prostheses in (B)(6) 2012, experienced right side deflation and some bruising post-operatively in (B)(6) 2019. As a result, the patient underwent bilateral removal and replacement with two 475cc mentor smooth round moderate profile saline breast prostheses on (B)(6) 2019.

Manufacturer narrative:
On 5/27/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. Leak testing was performed in accordance with mentor procedures and revealed valve leaks and a rupture at vulcanization dot. Microscopic examination of the edges of the rupture gave no indications as to cause of the failure. No other anomalies were observed. The second product received is a concomitant device, no further analysis is required. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Microscopic examination of the edges of the rupture was performed and it did not provide conclusive evidence of what could be the root cause. The condition observed on the returned sample might be related to an excessive force applied to the device, this cannot be conclusively determined, as rupture is a known complication associated with these devices and is referenced in the product insert data sheet. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).